Event description:
It was reported that during preparation for a procedure with a polaris x steerable diagnostic catheter, there was grease coming out of the catheter handle. The procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The polaris x steerable diagnostic catheter was returned to boston scientific for analysis. Visual inspection of this catheter revealed a foreign material between the handle and the thumbwheel of the catheter. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during preparation for a procedure with a polaris x steerable diagnostic catheter, there was grease coming out of the catheter handle. The procedure was completed without any patient complications.